Event description:
A hospital in (B)(6) reported via fph sales representative that an rt340 adult breathing circuit was leaking. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported via fph sales representative that an rt340 adult breathing circuit was leaking. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare for evaluation. The complaint device was visually inspected and pressure tested to check for leaks. Results: a hole was observed on the evaqua (expiratory) limb, approximately 10cm away from the patient end connector. The pressure test revealed that the complaint breathing circuit has excessive leaks. A lot check was not performed as no lot number was provided. Conclusion: based on inspection of the damage, it is likely that the evaqua expiratory limb was punctured or scratched by a blunt object. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production, possibly during storage or setup. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.